Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, the customer reported experiencing unspecified alarms, elevated and low blood glucose levels. Customer declined contact from tandem technical support regarding the reported issues, therefore no additional information could be obtained.